Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. It has not been possible to review manufacturing records, since the lot # was unavailable. Since the device was not available for testing and evaluation, the cause of the alleged problem cannot be established. Device not returned to manufacturer.

Event description:
While doctor was using the 4mm gold kerrison the tip of the instrument broke off. It was retrieved by the doctor and was given to the surgical tech. The instrument and tip were handed off the sterile field to the circulating nurse and taken out of the operating room and out of service. No adverse effect noted for the patient. Doctor completed his surgical procedure with a proper working kerrison.